Manufacturer narrative:
A complaint investigation was conducted for the architect total b-hcg reagent, lot 71453ud01. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Device history review did not identify issues associated with the customer¿s observation. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the architect total b-hcg reagent, lot 71453ud01.

Event description:
The customer reported a false positive architect total -hcg result generated by the architect i2000sr processing module for a patient. The following data was provided (= 5.00 miu/ml is negative, 5.00 to 25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6). Initial architect total -hcg result = 651.04 miu/ml (positive). Repeat result = 1.2 miu/ml (negative) no impact to patient management was reported.

Event description:
The customer reported a false positive architect total -hcg result generated by the architect i2000sr processing module for a patient. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6): initial architect total -hcg result = 651.04 miu/ml (positive) repeat result = <1.2 miu/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07k78-74 that has a similar product distributed in the us, list number 07k78, with 510k/PMA/bla number k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.